Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) pressure regulating balloon (prb) removed and replaced due to an urgent revision. This patient had his aus placed and then two days later presented with deep vein thrombosis of the left leg. The prb was pressing the vascular package so the prb was replaced and repositioned to the right side of the patient. Should additional information be received supplemental report will be submitted.